Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the ar-8979p dx swivelock.

Event description:
On 31st july 2025, it was reported by an distributor via email that for 1 unit of ar-8979p, dx swivelock¿, 3.5 mm x 13.5 mm, it broke when the surgeon was rotating it during the procedure. This was detected during a atfl + syndesmosis procedure on (B)(6) 2025. The procedure was completed successfully by replacing it to another ar-8979p. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.